Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup / sleeve / stem / spout was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head, cup and stem. Similar complaints have been identified for the spout and this will continue to be monitored. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The intraoperative findings of the reported necrosis, and corrosion may be consistent with findings associated with metal debris and/or trunnionosis. However, it was noted by the surgeon that there was no osteolysis present. The root cause of the gluteus medius detachment cannot be concluded, however it could be related to reaction to the corrosion and or metallosis. Based on the information provided, it is not possible to determine or confirm proper positioning of the implant, or whether the patient had any traumatic injury or underlying comorbidities which may have been a contributing factor to the reported events. Without imaging, and/or the analysis of the explanted components, the root cause cannot be concluded. Therefore, it cannot be concluded that the revision was due to a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. The available medical documents were reviewed. A review of the complaint history for the head / cup / sleeve / stem / spout was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head cup and stem. Similar complaints have been identified for the sleeve and spout and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The intraoperative findings of the reported necrosis, and corrosion may be consistent with findings associated with metal debris and/or trunnionosis. However, it was noted by the surgeon that there was no osteolysis present. The root cause of the gluteus medius detachment cannot be concluded, however it could be related to reaction to the corrosion and or metallosis. Based solely on the revision operative report, it is not possible to determine or confirm proper positioning of the implant, or whether the patient had any traumatic injury or underlying comorbidities which may have been a contributing factor to the reported events. Without complete supporting medical documents, including lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be determined. Therefore, it cannot be concluded that the revision was due to a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to persistent pain and metallosis.